Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve moved after the pacing was ceased. The valve was withdrawn and replaced. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID evolutpro-26-us (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2022; explant date n/a; product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the handle appeared intact. The device was received with the capsule partially opened. There was a bulge visible on the capsule tip. The deployment knob was able to retract and advance the capsule with resistance noted. The trigger moved to fully advance and retracted positions and locked in place when released, however severe resistance was noted. The tip-retrieval mechanism was operational but with severe resistance noted. The device was returned with the end cap/screw gear snap fit connected. Light delamination was observed over the nitinol reinforcing frame along the distal end to the proximal end of the capsule. The inner member shaft and spindle hub appeared intact with no evidence of damage. There were two kinks visible to the stability shaft and one kink visible to the outer shaft. A valve could not be loaded as a capsule guide tube could not be passed fully over the capsule due to the presence of the bulge. The reported event for dislodgement could not be confirmed in the analysis. Conclusion: an image of the device was provided before the device was shipped to medtronic and none of the damage noted in analysis was observed in the image. This indicates that the damage to the device occurred during packaging for return or during transport back to medtronic. Potential factors that can influence dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and shape of the native anatomy. There is no information to suggest a failure to meet manufacturing specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.